Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt does not communicate with the monitor. The root cause of the failure was corrosion found on distribution node pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204.